Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ultrasound did not work in the quadrant mode during cataract with intraocular lens implant (iol) procedure. The procedure was completed with no harm to the patient.

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 3 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 2 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on september 27, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on september 27, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).